Event description:
While the subject lead was being positioned during an implant attempt, avb iii with no nodal escape occurred. The lead was then positioned in an emergency. "Cardiac external massage and inotrope support with adrenaline" was applied, which led to immediate stimulation. Electrical measurements were performed on the subject lead: v pacing threshold at 0.5 ms = 0.3 v; r wave sensing: not delivered as avb iii with no nodal escape; v lead impedance: 941 ohms. Cardiac arrest then occurred, which caused the physician to re-perform external cardiac massage. Unipolar stimulation with high-energy allowed cardiac activity. A lead impedance measurement suggested insulation breakage. Upon removal of the lead, breakage to the insulation was observed. Another lead was used to provide pacing in the ventricular chamber.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct. 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: it is concluded that the abnormal electrical characteristic associated to the lead pacing impedance, is most likely attributed to the cut identified at 174mm from the connector pin. The cut and the coil damage in this region of the lead were likely caused inadvertently during the emergency lead positioning. These damages to the lead are not considered to be manufacturing defects, because there are controls in place to disallow such defects.